Event description:
As reported by the user facility: nurse withdrew the stylet. The clip did not deploy to tip of stylet, remaining on shaft of stylet. Nurse laid stylet down on a paper towel when catheter insertion procedure was completed. The nurse picked up paper towel with stylet in it and received a needlestick injury to thumb. Add'l info provided by the user facility indicated that the nurse is fine, and all protocol bloodwork testing was negative. The sample was discarded and is not available for eval, and the lot number remains unknown.

Manufacturer narrative:
The actual device involved in the incident was not available for the manufacturer to evaluate, and a lot number was not reported. Without the actual sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and /or facility protocols should always be followed. Sharps should be disposed of immediately into appropriate sharps containers. The sample and all available information have been provided to the actual manufacturer, b. Braun medical industries.